Manufacturer narrative:
The reported event was the helix on the right atrial (ra) lead was tested and required excessive amount of turns to extend the helix. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, the helix on the right atrial (ra) lead was tested and required excessive amount of turns to extend the helix. The event was resolved by replacing the ra lead. The patient experienced no adverse health consequences.